Manufacturer narrative:
The received device had the cannula assembly not deployed. The download data showed that the device generated a timeout and an 0x5f alarm during the second priming sequence, which resulted in the pod being de-activated before the ratchet gear reached the firing position and caused the reported event to occur. The pod was reset and a 5 unit test bolus was attempted, but a drive stall and timeout prevented successful delivery. Fluid was able to flow through the fluid path with no signs of struggle. The sma wires were measured within specification and no debris was found near the hook switch nor hook switch cups that would affect electrical contact. No issues were found with the contact between the hook post spring and the pcb assembly. No other defects or deficiencies were found during the investigation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not deploy when the pod was activated; this indicates a needle mechanism failure occurred. The pod was not worn.